Manufacturer narrative:
(B)(4). Manufacturing date -- 11/25/2015 ¿ 12/01/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor underinfused. Only half of the expected volume of medication was delivered after twenty four hours. The device was filled with vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.